Event description:
(B)(6) 2013 - customer reports during a cysto procedure with stent placement the fluoro failed. The procedure was completed using rad. Mode. No pt injury to report.

Manufacturer narrative:
Field service engineer (fse) arrived on site, made a warm up shot and found he could fluro. Fse investigated the no fluoro report and only found a loose strain relief on the fluoro footswitch. Fse tightened this relief and tested for over an hour and could not duplicate a no fluoro event. Fse cycled power on all components including the gim then performed a performance check according to service checklist, using the systems service manuals. Fse then returned the unit to the customer for service.